Manufacturer narrative:
Investigation review DHR inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 08/31/2017 under wo (B)(4) and shipped on 09/29/2017. Manufacturing record review: DHR 225508 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer. No further corrective action is necessary. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Seems to freeze. Defrost trigger not unlocking freeze trigger.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Ref: (B)(4). Seems to freeze. Defrost trigger not unlocking freeze trigger. Order: (B)(4). Cryosurgical 900001 (B)(4).